Event description:
I had a lasik procedure performed on (B)(6) 2024, I have nonstop severe anxiety and depression since my procedure. I have never had a background of anxiety nor depression. I have now been dealing with both for 1 month. It is affecting and ruining my personal life, my relationships, and my daily activities. I have not mentally been the same since the procedure. I have been hospitalized for anxiety, and I am now seeking the help of a psychiatrist and therapist. I am now on antidepressants to alleviate the symptoms of anxiety and depression. I feel horrible and I wish I could reverse this surgery that I thought would be life changing to me. Lasik has taken away the happy joyful person that I once use to be, it has taken away a happy joyful mother to my 2 children. All I have been doing since the procedure is nonstop crying, and dealing with anxiety. This is affecting my everyday life now. There needs to be more studies with lasik and the correlation of mental health. Lasik did change my life for the worse.